Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation / perforation (fallopian tube(s)") and device expulsion ("migration/ migration of essure- location of device: uterine cavity") in a 37-year-old female patient who had essure (batch no. C22917,cs000xz, c91746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included irritable bowel syndrome, stress urinary incontinence, morbid obesity (bmi 50), urethropexy, cystoscopy, suprapubic pain, cramps, abdominal pain generalized, diarrhea, vomiting, low back pain, rash trunk, yeast infection, urinary tract infection, chest pain, dependence on opiates, gastroesophageal reflux disease, suicidal behavior, gastric bypass, drug seeking behavior and ulcer. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as aluminium hydroxide;dicycloverin hydrochloride;magnesium oxidum leve (dicyclomine co), codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen, omeprazole (protonix), oxycodone hydrochloride;paracetamol (percocet), pantoprazole, paracetamol (acetaminophen), sertraline hydrochloride (zoloft), sucralfate, sumatriptan succinate (imitrex df) and zolpidem tartrate (ambien). On(B)(6) 2016, the patient had essure inserted and removed on an unknown date. A new essure was inserted on an unknown date. On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6)2016, the patient experienced pelvic pain ("pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish / anxiety"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced complication of device insertion ("perforation of the essure posterior to the uterus on the right side"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essures- (B)(6) 2018). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device expulsion, complication of device insertion, pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, complication of device insertion, depression, device expulsion, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: about 4 loops of coil were noted within the uterine cavity on each side. She tolerated this quite well. Underwent placement of the essure device on (B)(6) 2016 - findings: 1. Small anteverted uterus, no adnexal masses. 2. Normal-appearing uterine cavity, essure coils seen on the left from previous placement. On (B)(6) 2016: attempted essure placement : failed essure procedure with spill from the right fallopian tube, elected to abort the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: perforation of the essure posterior to the uterus on the right side. Left tube was occluded.; on (B)(6)2016: results: unilateral occlusion left tube occluded. Batch number: 664666 man date: 2009/09 exp date: 2012/09. Batch number: 681140 man date: 2009/10 exp date: 2012/10. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2019: mr received: lot no. Was added, event added: perforation of the essure posterior to the uterus on the right side. Reporter information, medical history, concomitant condition, concomitant drugs were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation / perforation (fallopian tube(s)"), uterine perforation ("perforation of the essure posterior to the uterus on the right side") and device expulsion ("migration/ migration of essure- location of device: uterine cavity") in a 37-year-old female patient who had essure (batch no. C22917,cs000xz, c91746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included irritable bowel syndrome, stress urinary incontinence, morbid obesity (bmi 50), urethropexy, cystoscopy, suprapubic pain, muscle cramps, abdominal pain generalized, diarrhea, vomiting, low back pain, rash trunk, yeast infection, urinary tract infection, chest pain, dependence on opiates, gastroesophageal reflux disease, suicidal behavior, gastric bypass, drug seeking behavior and ulcer nos. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as aluminium hydroxide;dicycloverin hydrochloride;magnesium oxidum leve (dicyclomine co), codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen, omeprazole (protonix), oxycodone hydrochloride;paracetamol (percocet), pantoprazole, paracetamol (acetaminophen), sertraline hydrochloride (zoloft), sucralfate, sumatriptan succinate (imitrex df) and zolpidem tartrate (ambien). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced pelvic pain ("pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish / anxiety"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essures- (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, fallopian tube perforation, pelvic pain and uterine perforation to be related to essure. The reporter commented: about 4 loops of coil were noted within the uterine cavity on each side. She tolerated this quite well. Underwent placement of the essure device on (B)(6) 2016 - findings: 1. Small anteverted uterus, no adnexal masses. 2. Normal-appearing uterine cavity, essure coils seen on the left from previous placement. On (B)(6) 2016: attempted essure placement : failed essure procedure with spill from the right fallopian tube, elected to abort the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: perforation of the essure posterior to the uterus on the right side. Left tube was occluded.; on (B)(6) 2016: results: unilateral occlusion left tube occluded. Batch number: 664666 man date: 2009/09 exp date: 2012/09. Batch number: 681140 man date: 2009/10 exp date: 2012/10. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on 08-feb-2019 for the following reason: significant coding amendment done pt for event = perforation of the essure posterior to the uterus on the right side was updated to uterine perforation. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation / perforation (fallopian tube(s)"), uterine perforation ("perforation of the essure posterior to the uterus on the right side") and device expulsion ("migration/ migration of essure- location of device: uterine cavity") in a 37-year-old female patient who had essure (batch no. C22917, cs000xz, c91746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included irritable bowel syndrome, stress urinary incontinence, morbid obesity (bmi 50), urethropexy, cystoscopy, suprapubic pain, muscle cramps, abdominal pain generalized, diarrhea, vomiting, low back pain, rash trunk, yeast infection, urinary tract infection, chest pain, dependence on opiates, gastroesophageal reflux disease, suicidal behavior, gastric bypass, drug seeking behavior, ulcer nos and insomnia. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as aluminium hydroxide;dicycloverin hydrochloride;magnesium oxidum leve (dicyclomine co), codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen, omeprazole (protonix), oxycodone hydrochloride;paracetamol (percocet), pantoprazole, paracetamol (acetaminophen), sertraline hydrochloride (zoloft), sucralfate, sumatriptan succinate (imitrex df) and zolpidem tartrate (ambien). On(B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced pelvic pain ("pain / pelvic pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish / anxiety"). On (B)(6) 2016, the patient experienced urinary incontinence ("urinary incontinence"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essures- (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, depression, anxiety and urinary incontinence outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, fallopian tube perforation, pelvic pain, urinary incontinence and uterine perforation to be related to essure. The reporter commented: about 4 loops of coil were noted within the uterine cavity on each side. She tolerated this quite well. Underwent placement of the essure device on (B)(6) 2016 - findings: 1. Small anteverted uterus, no adnexal masses. 2. Normal-appearing uterine cavity, essure coils seen on the left from previous placement. On (B)(6) 2016: attempted essure placement : failed essure procedure with spill from the right fallopian tube, elected to abort the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: unilateral occlusion (left tube occluded) on the first test the essure device appeared to be outside of the uterus on the right. And also perforation.; on (B)(6) 2016: perforation of the essure posterior to the uterus on the right side. Left tube was occluded.; on (B)(6) 2016: results: unilateral occlusion left tube occluded. Batch number: 664666 man date: 2009/09 exp date: 2012/09. Batch number: 681140 man date: 2009/10 exp date: 2012/10. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: anxiety. Batch no -c22917 production date -2014-02-12 expiration date- 2017-02-28. Batch no - c91746 production date - 2014/07 expiration date- 2017-07-31. Batch no -cs000xz production date-2015-09-23 expiration date-2018-06-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation / perforation (fallopian tube(s)'), uterine perforation ('perforation of the essure posterior to the uterus on the right side') and device expulsion ('migration/ migration of essure- location of device: uterine cavity') in a 37-year-old female patient who had essure (batch no. C22917, cs000xz, c91746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included irritable bowel syndrome, stress urinary incontinence, morbid obesity (bmi 50), urethropexy, cystoscopy, suprapubic pain, muscle cramps, abdominal pain generalized, diarrhea, vomiting, low back pain, rash trunk, yeast infection, urinary tract infection, chest pain, dependence on opiates, gastroesophageal reflux disease, suicidal behavior, gastric bypass, drug seeking behavior, ulcer nos and insomnia. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co), codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen, omeprazole (protonix), oxycodone hydrochloride;paracetamol (percocet), pantoprazole, paracetamol (acetaminophen), sertraline hydrochloride (zoloft), sucralfate, sumatriptan succinate (imitrex df) and zolpidem tartrate (ambien). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced pelvic pain ("pain / pelvic pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish / anxiety"). On (B)(6) 2016, the patient experienced urinary incontinence ("urinary incontinence"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced sleep disorder ("sleeping problem"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essures- (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, depression, anxiety, urinary incontinence and sleep disorder outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, fallopian tube perforation, pelvic pain, sleep disorder, urinary incontinence and uterine perforation to be related to essure. The reporter commented: about 4 loops of coil were noted within the uterine cavity on each side. She tolerated this quite well. Underwent placement of the essure device on (B)(6) 2016 - findings: 1. Small anteverted uterus, no adnexal masses. 2. Normal-appearing uterine cavity, essure coils seen on the left from previous placement. On (B)(6) 2016: attempted essure placement : failed essure procedure with spill from the right fallopian tube, elected to abort the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: unilateral occlusion (left tube occluded) on the first test the essure device appeared to be outside of the uterus on the right. And also perforation.; on (B)(6) 2016: perforation of the essure posterior to the uterus on the right side. Left tube was occluded.; on (B)(6) 2016: results: unilateral occlusion left tube occluded. Batch number: 664666 man date: 2009/09 exp date: 2012/09. Batch number: 681140 man date: 2009/10 exp date: 2012/10. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: anxiety batch no -c22917 production date -2014-02-12 expiration date- 2017-02-28. Batch no - c91746 production date - 2014/07 expiration date- 2017-07-31. Batch no -cs000xz production date-2015-09-23 expiration date-2018-06-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event "sleeping problems" were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation / perforation (fallopian tube(s)'), uterine perforation ('perforation of the essure posterior to the uterus on the right side') and device expulsion ('migration/ migration of essure- location of device: uterine cavity') in a 37-year-old female patient who had essure (batch no. C22917, cs000xz, c91746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included irritable bowel syndrome, stress urinary incontinence, morbid obesity (bmi 50), urethropexy, cystoscopy, suprapubic pain, muscle cramps, abdominal pain generalized, diarrhea, vomiting, low back pain, rash trunk, yeast infection, urinary tract infection, chest pain, dependence on opiates, gastroesophageal reflux disease, suicidal behavior, gastric bypass, drug seeking behavior, ulcer nos and insomnia. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co), codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen, omeprazole (protonix), oxycodone hydrochloride;paracetamol (percocet), pantoprazole, paracetamol (acetaminophen), sertraline hydrochloride (zoloft), sucralfate, sumatriptan succinate (imitrex df) and zolpidem tartrate (ambien). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6)2016, the patient experienced pelvic pain ("pain / pelvic pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish / anxiety"). On (B)(6) 2016, the patient experienced urinary incontinence ("urinary incontinence"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced sleep disorder ("sleeping problem") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essures- (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, depression, anxiety, urinary incontinence, sleep disorder and vitamin d decreased outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, fallopian tube perforation, pelvic pain, sleep disorder, urinary incontinence, uterine perforation and vitamin d decreased to be related to essure. The reporter commented: about 4 loops of coil were noted within the uterine cavity on each side. She tolerated this quite well. Underwent placement of the essure device on (B)(6) 2016 - findings: 1. Small anteverted uterus, no adnexal masses. 2. Normal-appearing uterine cavity, essure coils seen on the left from previous placement. On (B)(6) 2016: attempted essure placement : failed essure procedure with spill from the right fallopian tube, elected to abort the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: unilateral occlusion (left tube occluded) on the first test the essure device appeared to be outside of the uterus on the right. And also perforation.; on (B)(6) 2016: perforation of the essure posterior to the uterus on the right side. Left tube was occluded.; on (B)(6) 2016: results: unilateral occlusion left tube occluded. Batch number: 664666 man date: 2009/09 exp date: 2012/09. Batch number: 681140 man date: 2009/10 exp date: 2012/10. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: anxiety batch no -c22917 production date -2014-02-12 expiration date- 2017-02-28. Batch no - c91746 production date - 2014/07 expiration date- 2017-07-31. Batch no -cs000xz production date-2015-09-23 expiration date-2018-06-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Event low vitamin d was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation / perforation (fallopian tube(s)'), uterine perforation ('perforation of the essure posterior to the uterus on the right side') and device expulsion ('migration/ migration of essure- location of device: uterine cavity') in a 37-year-old female patient who had essure (batch no. C22917, cs000xz, c91746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included irritable bowel syndrome, stress urinary incontinence, morbid obesity (bmi 50), urethropexy, cystoscopy, suprapubic pain, muscle cramps, abdominal pain generalized, diarrhea, vomiting, low back pain, rash trunk, yeast infection, urinary tract infection, chest pain, dependence on opiates, gastroesophageal reflux disease, suicidal behavior, gastric bypass, drug seeking behavior, ulcer nos and insomnia. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co), codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen, omeprazole (protonix), oxycodone hydrochloride;paracetamol (percocet), pantoprazole, paracetamol (acetaminophen), sertraline hydrochloride (zoloft), sucralfate, sumatriptan succinate (imitrex df) and zolpidem tartrate (ambien). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced pelvic pain ("pain / pelvic pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish / anxiety"). On (B)(6) 2016, the patient experienced urinary incontinence ("urinary incontinence"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced sleep disorder ("sleeping problem") and migraine ("migraine") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essures- (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, depression, anxiety, urinary incontinence, sleep disorder, vitamin d decreased and migraine outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, fallopian tube perforation, migraine, pelvic pain, sleep disorder, urinary incontinence, uterine perforation and vitamin d decreased to be related to essure. The reporter commented: about 4 loops of coil were noted within the uterine cavity on each side. She tolerated this quite well. Underwent placement of the essure device on (B)(6) 2016 - findings: 1. Small anteverted uterus, no adnexal masses. 2. Normal-appearing uterine cavity, essure coils seen on the left from previous placement. On (B)(6) 2016: attempted essure placement : failed essure procedure with spill from the right fallopian tube, elected to abort the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: unilateral occlusion (left tube occluded) on the first test the essure device appeared to be outside of the uterus on the right. And also perforation.; on (B)(6) 2016: perforation of the essure posterior to the uterus on the right side. Left tube was occluded.; on (B)(6) -2016: results: unilateral occlusion left tube occluded. Batch number: 664666 man date: 2009/09 exp date: 2012/09. Batch number: 681140 man date: 2009/10 exp date: 2012/10. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: anxiety batch no -c22917 production date -2014-02-12 expiration date- 2017-02-28. Batch no - c91746 production date - 2014/07 expiration date- 2017-07-31. Batch no -cs000xz production date-2015-09-23 expiration date-2018-06-28. Concerning the injuries reported in this case, the following one was reported via social media: migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2020: quality safety evaluation of ptc (product technical complaint). On 23-mar-2020: social media received- new event migraine was added. Reporter information was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/perforation (fallopian tube(s)") and device expulsion ("migration/migration of essure- location of device: uterine cavity") in a (B)(6) female patient who had essure (batch no. C22917) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device expulsion (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and pelvic pain ("pain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device expulsion, depression, anxiety and pelvic pain outcome was unknown. The reporter considered anxiety, depression, device expulsion, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: about 4 loops of coil were noted within the uterine cavity on each side. She tolerated this quite well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: unilateral occlusion left tube occluded. Batch number: 664666, man date: 2009/09, exp date: 2012/09; batch number: 681140, man date: 2009/10, exp date: 2012/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2018: pfs received : demographic added, event added- psychological or psychiatric problems condition: depression and mental anguish, pain. Events onset date added. Event "device dislocation " was recoded to device expulsion. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation / perforation (fallopian tube(s)"), uterine perforation ("perforation of the essure posterior to the uterus on the right side") and device expulsion ("migration/ migration of essure- location of device: uterine cavity") in a 37-year-old female patient who had essure (batch no. C22917,cs000xz,c91746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included irritable bowel syndrome, stress urinary incontinence, morbid obesity (bmi 50), urethropexy, cystoscopy, suprapubic pain, muscle cramps, abdominal pain generalized, diarrhea, vomiting, low back pain, rash trunk, yeast infection, urinary tract infection, chest pain, dependence on opiates, gastroesophageal reflux disease, suicidal behavior, gastric bypass, drug seeking behavior, ulcer nos and insomnia. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co), codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen, omeprazole (protonix), oxycodone hydrochloride;paracetamol (percocet), pantoprazole, paracetamol (acetaminophen), sertraline hydrochloride (zoloft), sucralfate, sumatriptan succinate (imitrex df) and zolpidem tartrate (ambien). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In february 2016, the patient experienced pelvic pain ("pain / pelvic pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish / anxiety"). On (B)(6) 2016, the patient experienced urinary incontinence ("urinary incontinence"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essures- (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, depression, anxiety and urinary incontinence outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, fallopian tube perforation, pelvic pain, urinary incontinence and uterine perforation to be related to essure. The reporter commented: about 4 loops of coil were noted within the uterine cavity on each side. She tolerated this quite well.underwent placement of the essure device on (B)(6) 2016 - findings:1. Small anteverted uterus, no adnexal masses.2. Normal-appearing uterine cavity, essure coils seen on theleft from previous placement.on (B)(6) 2016: attempted essure placement : failed essure procedure with spill from the right fallopian tube, elected to abort the procedure. Diagnostic results (normal ranges are provided in parenthesis if available):hysterosalpingogram on (B)(6) 2016: unilateral occlusion (left tube occluded)on the first test the essure device appeared to be outside of the uterus on the right. And also perforation.; on (B)(6) 2016: perforation ofthe essure posterior to the uterus on the right side. Left tube was occluded.; on (B)(6) 2016: results: unilateral occlusion left tube occluded. Batch number: 664666 man date: 2009/09 exp date: 2012/09.batch number: 681140 man date: 2009/10 exp date: 2012/10.concerning the injuries reported in this case, the following one were confirmed inpatient¿s medical records: anxiety.quality-safety evaluation of ptc:unable to confirm complaint.most recent follow-up information incorporated above includes:on 7-may-2019: pfs received- event "urinary incontinence", lab data added.incident:we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.